Manufacturer narrative:
(B)(4). D10: 00877502802 bioloxâ® delta, ceramic femoral head, m, ã¸ 28/0, taper 12/14 3132856. G2: foreign: italy. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a revision surgery due to dislocation. During surgery, there was a decoupling between the dome and head of the prosthetic implants and the components were replaced (dome and head).

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Visual examination of the provided pictures identified scratches to the outer spherical surface of the bearing. No further evaluation can be made to the provided picture. Review of the device history records identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right hip arthroplasty dislocation. A definitive root cause cannot be determined. This complaint was confirmed based on the provided x-rays. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that the patient underwent revision due to dislocation approximately 8 days post implantation.